Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that (B)(4) products optipac 60 refobacin bone cement r-3, reference (B)(4), lot number 842ba01385 were manufactured on 30 november 2018 according to the pre-defined specifications of biomet (B)(4). The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the nurse started to mix the cement, and immediately felt that there was not enough polymer in the set. She mixed it, handed it to the surgeon who then tried to apply it to the implants, but the mix was so liquid, that it would not adhere to them. The implants were discharged, a new set of cement was mixed with no problems together with new implants.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d10, e4, g4, h2, h3, h6, h10. The product was returned and lab analysis was performed. Only the upper cylinder was returned. The mixing rod was broken and the cement was inhomogeneous. However, a retained sample of batch 842ba01385 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products optipac 60 refobacin bone cement r-3, reference 4711500396-3, lot number 842ba01385 were manufactured on 30 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other complaint has been recorded for optipac 60 refobacin bone cement r-3, reference 4711500396-3, lot number 842ba01385 on the reported event within one year. An investigation has been performed, consisting of a documentary review and a product analysis. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the nurse started to mix the cement, and immediately felt that there was not enough polymer in the set. She mixed it, handed it to the surgeon who then tried to apply it to the implants, but the mix was so liquid, that it wouldn´t adhere to them. The implants were discharged, a new set of cement was mixed with no problems together with new implants no adverse events have been reported as a result of the malfunction.